Manufacturer narrative:
Follow-up #1: date of submission 03/18/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 03/01/2016 with the following findings: during investigation, a visual inspection of the pump revealed multiple cracks in the battery compartment; the battery compartment threads were damaged. The battery cap had damaged threads and was unable to fully tighten; the cap continued spinning and at times became stuck. There was evidence of moisture contamination inside the battery compartment and on the underside of the battery cap. A leak test was performed and showed a leak at the battery compartment crack. The pump case was removed and there was evidence of moisture contamination inside the pump on battery canister and on electrical components. Unrelated to the complaint, investigation revealed a crack in the pump case in the lower right hand corner of the display area.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported that the battery compartment was damaged and there was moisture present in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.